Event description:
The overhead tube crane (otc) moved downward when the technologist was pushing the brake release button to manually move the tube crane upwards. No injury or harm occurred to the pt.

Manufacturer narrative:
The field engineer evaluated the device and replaced the smartamp board and the monitor gear box assembly. The device performed according to specification after the repair.